Event description:
It was reported that an ongoing altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer reverted to xx for insulin therapy. It was also reported that an ongoing cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. The customer's blood glucose level was 200 - 250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.